Manufacturer narrative:
Of the 11 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a occlusion issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-71 years of age and between 54 and 159 pounds. Of the reported patients, 5 were male and 6 were female.